Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 228 mg/dl compared with the sensor glucose reading of 47 mg/dl. The customer stated that the issue usually happened when she was sleeping. She noted that the insulin pump woke her up telling her she had low blood glucose when she was actually running high. She declined troubleshooting and stated that the insulin pump worked properly now. She also observed cosmetic damage on the device, including a scratch on the display. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.